Event description:
The customer reported that the quick bolus/wake button on their insulin pump was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on proper button pressing technique and assisted in removing the pump from its case. Despite these efforts, the difficulty persisted, leading technical support to issue a replacement pump. The customer was instructed to return the problematic pump using a pre-paid label and to put it into storage mode before returning it.